Event description:
The lead was returned to the manufacturer by a competitor following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer by a competitor following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient was pacemaker dependent and had last been seen in the clinic in (B) (6) 2008. After that, the patient went into hospice who took over his care.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B) (4) inner insulation separation. Full lead returned and analyzed. Additional analyst comment - lead is extremely stretched and twisted from explant damage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B) (4) inner insulation separation. Full lead returned and analyzed.